Event description:
Unexpected problems. Distal tip of grand slam wire had a visible discontinuity on fluoro. Removed under fluoro without incident. Confirmed on inspection that all of the wire was retrieved. Discontinuity evident on direct inspection. Diagnosis: coronary artery disease.